Event description:
Information received indicates the bed is drifting into the trendelenburg position.

Manufacturer narrative:
The technician replaced the trend gas spring cylinders to repair the bed.